Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that during implant for a patient with high defibrillation thresholds, this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular lead had undersensed, and then detection dropped out. The patient received 8 or 9 shocks and the device did not convert. A competitor's single coil subq electrode was added to the patient's device system. This device had appropriately converted the patient, so it was suspected that there have been a change in patient condition. There were no reported adverse patient effects associated with this clinical observation.